Manufacturer narrative:
A1-a5 patient informations were not provided h.11 livanova deutschland manufactures the bubble sensor detector. The incident occurred in italy. A livanova field service engineer was dispatched at the customer site, confirmed the issue and, to fix it, the bubble sensor has been replaced. The cockpit serial read out files (real time device parameters and setting recording file) were collected and investigated: no deviation or technical error has been confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, a bubble sensor detector didn't show any alarm even if it was on. There is no report of any patient injury.